Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : no product return per the customer.

Event description:
It was reported that during a procedure at the user facility the system was lagging. The system also shut down during use.  The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the system was lagging. The system also shut down during use. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.